Event description:
A caller reported that the touchscreen of their pump was cracked and shattered, although the pump had not been dropped. Despite the damage, the customer could still interact with the pump. There was no adverse impact to the customer's blood glucose level. Technical support (cts) decided to replace the pump, sending a new one with updated software and advising the customer to continue using their current pump until the replacement arrived. Cts provided instructions on putting the pump into storage mode and required the damaged pump to be returned within ten days to avoid a charge. The customer acknowledged the need to program their pump settings and connect their cgm to the replacement pump.